Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: a review of the black box showed a power on reset interruption at the time of the reported overheating. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms, overheating, or power loss duplication. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex components were inspected with no defects found. The battery was not returned with the pump. (B)(4).